Event description:
A customer reported that a surgeon experienced a dull knife during a procedure. The case was completed without harm to the patient.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause could not be determined. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).